Manufacturer narrative:
The insulin pump passed the displacement test, reset error alarm test and was monitored and functioned properly. No error alarm was noted during testing. However, alarms were noted in the history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer received multiple alarms on the insulin pump. The customer received the displayable history crc check failed on startup alarm, the incorrect flash crc alarm and the unexpected restart alarm. Advised that a replacement insulin pump would be sent. The customer's blood glucose was 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.